Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported upstream occlusion alarms, which were reproduced by observing the device being unable to maintain a fluid state. Evidence for the reported problem "upstream occlusion alarms" was found through the device event history log review by the presence of multiple "upstream occlusion!" Alarms in the log; however, it is unclear if these were true or false alarms. The ultrasonic sensor was unable to recalibrate. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.